Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The event description provided states "the lens was in the bag but had a chunk out of the optic (haptics intact)". The lens was left in the eye. No adverse effects have been reported. The rayner risk analysis identifies the following as possible causes of "trapped/torn lens haptic/optic during insertion"; inadequate amount of viscoelastic, inadequate quality of viscoelastic, haptic trapped by plunger override due to fast motion, user opens closed flaps and closes again before use, plunger advanced too quickly, insertion of viscoelastic through nozzle leading to inadequate amount of viscoelastic, user removed injector from tray prior to inserting viscoelastic; causing lens to be improperly placed in cartridge, user removes injector from tray prior to closing cartridge; resulting in cartridge not being clipped closed properly and optic edge trapped/damaged on closure of cartridge. There is insufficient information and evidence available in this case to determine the cause of the damage to the optic immediately post iol implantation. Rayner is following up with the healthcare facility to obtain additional information to facilitate further investigation of the event.

Event description:
On (B)(6) 2022, rayner received notification from a UK healthcare facility of an event that occurred during use of a rayone iol (unspecified model). The event description provided states that there was a chunk missing from the lens optic immediately post implantation.